Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic after receiving multiple inappropriate therapies. Upon review, the implantable cardioverter defibrillator exhibited inappropriate high voltage shocks and anti-tachycardia pacing. The electrograms of the episode were not available due to the storage space being full. The episode diagnostics noted that the episode had ended once the patient's rhythm decelerated. The patient was not noted to be symptomatic as a result of the episode. Programming changes and suggestions to clear out older episodes from the device were suggested but have not yet been made.